Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc was created to capture the event during revision on (B)(6) 2020. During the revision surgery, the patient also sustained a stroke event that caused impaired short-term memory. Doe: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.